Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device investigation. Review of the most recent repair record determined the unit would not power on and had a burned fuse. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the unit lost power and couldn't get unit to turn back on. There was no patient harm/injury. There was no surgical delay. Another device used to complete the surgery. During device evaluation, it was discovered that the unit would not power on and had a burned fuse. Due diligence was complete. No further information is available.